Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure when this right ventricular (rv) was placed into the pulmonary artery the patient went into a ventricular tachycardia and then into a ventricular fibrillation arrhythmia. The patient received several unsuccessful shocks with an external defibrillator. The patient was returned to a normal sinus rhythm after cardia massage was done. The procedure was completed with no rv lead or device implanted. The rv lead was discarded. No additional adverse patient effects were reported.